Event description:
It was reported that this right ventricular (rv) lead later exhibited noise, oversensing, and pacing inhibition of greater than two seconds. Technical services (ts) discussed the possibility of a lead issue and recommended troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).